Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient receiving an unknown dose of baclofen (200mcg/ml), bupivacaine (10mg/ml) and clonidine (20mcg/ml) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2011 the patient's catheter spinal segment was revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.